Manufacturer narrative:
Additional information was received from reporter stating that the device did not presented overheating, short circuit, smoke, or sparks. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the device had a broken short in the wire. No case involved.